Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the 30-degree endoscope, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 30-degree endoscope plus instrument's optics were rotated by 90 degrees. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following information: the 30-degree endoscope plus image was not inverted, and the endoscope did not move with uncontrolled motion. The event did not involve a reversed control on the system arms. The endoscope horizon was rotated of 90° with respect to the reference. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base still engaged/in-synch/attached. There was no damage observed on the endoscope's adapter/base. Isi did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The endoscope was evaluated and placed on a diagnostic tester for functional testing. The light leakage test was performed to detect any image quality defects. The endoscope was found with an artifact in the left eye. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The proximal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. The fa investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.